Event description:
A customer reported experiencing multiple occlusion alarms with their mobi pump, leading to persistent issues during insulin delivery. There was no adverse impact to the customer¿s blood glucose level reported. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.